Event description:
Additional information received that output signal was not right. There was no patient impact.

Manufacturer narrative:
H6: previously applied codes ime e2401, fdd a0908, imf f24 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, the nim3.0 was not working correctly. There was no known patient impact.

Manufacturer narrative:
H3: product analysis found could not verify not working properly. Pi failure/not this console. Unit presented with software:(gui:v2015.1 0.9.918/dsp:v2015.8.28.1058) and no fault found. H6: codes applicable are fdm b01, fdr c19, fdc d14 and img g02030. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis found verified not working properly. Unit presented with a channel 2 electrode failure due to a defective pcba. Unit also presented with a cracked lid, a cracked enclosure, worn wave washers, a broken clip, missing spare fuses, and torn o-rings. H6: codes applicable are fdm b01, fdr c0201, c0601, c07, c0706, c070603, fdc d16 and img g02005, g0201202, g0405204, g04070, g04111, g04138. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code applicable is fdc d20. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4) h6: previously applied code fdc d16 is no longer applicable. Applicable code is fdc d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.